Manufacturer narrative:
On march 30, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 550cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade ii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with a 550cc mentor memorygel breast implant and experienced capsular contracture; baker grade ii on her right side postoperatively. As a result, the device was explanted on (B)(6) 2022. Please see manufacturer report number 1645337-2022-00317 for patient's left side complication.

Manufacturer narrative:
On july 19, 2022, mentor became aware that the baker grade of the capsular contracture experienced by the patient was IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 17, 2022,the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. As per paperwork received with the device, the date of explant under field d6b has been updated to (B)(6) 2022. Manufacturer¿s reference number: (B)(4).